Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting a breast implant rupture, diagnosed by MRI. Device explanted. Right side. Device was replaced with a non-allergan implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: red particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reporting a breast implant rupture, diagnosed by MRI. Device explanted. Right side. Device was replaced with a non-allergan implant.

Event description:
Healthcare professional reported right side a breast implant rupture, diagnosed by MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, h.6.